Event description:
It was reported that the device recorded vf episodes for noise, no therapy was delivered. Noise was discussed on both leads. The noise was not reproducible. The lead was capped.

Manufacturer narrative:
No medwatch form was received.